Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: 1. Please provide lot number -lot numbers: tebbra tcbeua tcbdrm. An additional device for lot tcbdxt was received, and clarification was received that this device belongs to this complaint. - they provided several sutures where the needle had come off and I sent them all back. H3 analysis: the product was returned to ethicon for evaluation. One representative unopened sample that pertain to product code ep8811h was received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint.

Event description:
It was reported that a patient underwent a hepatic artery anastomosis procedure on an unknown date; and a suture was used. During the procedure, the suture easily snapped off. The needle had come off. There were no adverse consequences to the patient. Additional information was requested.